Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: battery handpiece/modular device, (B)(6) 2020. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the chuck device was frozen/ would not move - chuck seized. It was determined that the device did not function and had a component damage. It was further determined that the device failed pretest for check the drill chuck and check function of tool coupling. It was noted in the service order that during an unspecified surgical procedure, it was discovered that the motor ¿engine¿ of the battery handpiece/ modular device emitted a loud noise when tightened. It was further reported that the device was without power to continue the procedure. The battery handpiece/ modular device was being used together with the chuck device. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.